Event description:
Fluid did not flow through the device. On 03/04/2010, the product was replaced.

Manufacturer narrative:
Examination of the valve determined that biological debris within the device likely caused the difficulty experienced by the customer. Review of the device history record confirmed the valve met specifications when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At this time, the complaint is considered to be closed.